Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device record review could not be performed. During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
Device malfunction: none, symptoms/ae: clip deployed in the posterior of the artery wall causing occlusion. Time of symptoms/ae: during vessel closure. It was reported that a physician trained in the use of starclose device, attempted an arteriotomy closure of the common femoral artery, after an interventional procedure. Reportedly, resistance was felt 3/4 of the way during the thumb advancement step. The physician continued to advance the thumb advancer and deployed the clip. It was immediately noticed that the leg had no blood flow and that the vessel was completely occluded. A cut-down was performed, revealing that the vessel was heavily diseased with excessive calcium and that the clip was deployed in the posterior artery wall. The clip was removed and the vessel was surgically repaired achieving hemostasis. The patient was discharged from the hospital two days later. Though requested, no additional information is available.